Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed analysis indicated that the insulation damage allegation was confirmed. Visual inspection revealed a puncture hole in the insulation in the tip region of the lead.

Event description:
It was reported that this left ventricular (lv) lead was not successfully implanted as the wire broke through insulation and came out the side on the table. This lead was never in service. No adverse patient effects were reported.